Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to hospital due to bad feeling while the patient was doing yoga. Disconnection of the pacing lead at clavicle was confirmed by x-ray. It was also noted that the patient experienced palpitations and discomfort in the chest. The pacing lead was found to have a fracture, undefined high impedance, pacing failure. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.